Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was not receiving adequate therapy due to high impedances found on the l4 lead, caused by the patient falling. In turn, x-rays revealed that the l4 lead had migrated thus, reprogramming attempts were made but were unsuccessful. As a result, the patient plans to undergo surgical intervention at a later date.

Event description:
Follow up revealed the patient's l4 lead was explanted and replaced, which addressed the issue.